Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed visual inspection and found sensor needle bent inside sensor. Unable to confirm if customer received sensor in said condition because the customer returned opened/used.

Event description:
The customer reported via phone call that she has issues with the sensor. The sensor had a needle anomaly. The customer's sensor glucose reading was between 45 mg/dl and 48 mg/dl but her blood glucose level was around 131 mg/dl. The insulin pump alarmed lost sensor. The insulin pump suspended. The sensor was bent. She was unable to upload to carelink. The customer was advised that the device would be replaced and agreed to return the product for analysis.